Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 4092-52 lead implanted: 2000 (B)(6). (B)(4).

Event description:
It was reported that the right atrial (ra) lead triggered a lead warning due to high number of low impedance measurements. The lead also exhibited small p-waves. The lead was capped and replaced. No patient complications have been reported as a result of this event.